Event description:
Treating physician (who was not the implanting physician) confirmed the patient came to see the physician complaining of "tummy bug, diarrhea, bloating, burping and nausea". Treating physician believes these events were due to something the patient ate at a restaurant and was not device related. The patient underwent "salvage therapy" and "quadruple therapy" for 14 days. After the treatment, the patient is doing well and had lost a lot of weight and looked slim.

Manufacturer narrative:
Medwatch sent to FDA on 04/03/2018.

Manufacturer narrative:
Further information has been requested from the reporter regarding patient and medical history, however to date no additional information has been received by apollo. Device labeling addresses the reported event as follows: precautions: antiemetics, antispasmodic, and anticholinergic drugs may be prescribed to lessen the early placement symptoms such as nausea, vomiting, and abdominal pain. Patients will need to immediately contact their physician for any severe or unusual symptoms. Placement of the balloon within the stomach produces an expected and predictable reaction characterized most commonly by a feeling of heaviness in the abdomen, nausea and vomiting, gastroesophageal reflux, belching, esophagitis, heartburn, diarrhea and, at times, abdominal, back or epigastric pain and cramping. Food digestion may be slowed during this adjustment period. These symptoms can be treated with antiemetic, antispasmodic, and anticholinergic medications. Typically the stomach acclimates to the presence of the device within the first 2 weeks. In order to prevent or ameliorate the symptoms most frequently experienced during the adjustment period, it is recommended that the physician use proton pump inhibitors (ppis), antiemetics, antispasmodics, and anticholinergic medications prophylactically (before orbera® placement). Patients should be advised to immediately contact their physician for any unusually severe or worsening symptoms. The physiological response of the patient to the presence of orbera® may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. The orbera® intragastric balloon has not been studied on individuals who have a patulous pylorus, active h. Pylori infection, and subjects with either symptoms or a diagnosis of delayed gastric emptying. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications that may result from the use of this product include the risks associated with the medications and methods utilized in the endoscopic procedure, the risks associated with any endoscopic procedure, the risks associated with the orbera intragastric balloon specifically, and the risks associated with the patient's degree of intolerance to a foreign object placed in the stomach. Possible complications of the use of orbera® include: abdominal or back pain, either steady or cyclic. Potential risks associated with upper endoscopic procedures include, but are not limited to: abdominal cramping and discomfort from the air used to distend the stomach, sore or irritated throat, bleeding, infection, tearing of the esophagus or stomach, and aspiration pneumonia. The risk increases if additional procedures are performed.

Event description:
Reported as: a patient with the orbera intragastric balloon had "gastroenteritis with more pain than expected. Computed tomography (CT) scan and labs tests showed no pancreatitis. Patient had helicobacter pylori, partially treated at an urgent care. Device remains implanted.